Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found a tear in the exposed portion of the soft cannula, although it is unclear when the damage occurred. No other errors or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 75 to 300 mg/dl hyperglycemia treated by patient with a manual injection (exact amount was not provided) with an insulin pen. The pod was worn between 36 and 48 hours on the arm.